Event description:
The patient's ipg was explanted due to a suspected infection at the pocket site. A new ipg was implanted in a new site. No cultures were taken and no symptoms of infection were noted. The patient was prescribed vancomycin as a precaution. Patient is reportedly doing well.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.